Manufacturer narrative:
(B)(4). Product evaluation: analysis results are not available. Device has not been returned for evaluation.

Event description:
It was reported that there was "no stimulation possible." Another device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
Date of this report: 01/21/2016. Device available for evaluation? Yes. Returned to manufacturer: 03/30/2016. Date received by manufacturer: 04/12/2016. Product evaluation: incoming inspection: the nim 3.0 response mainframe was received in good cosmetic condition. The current software version needs to be upgraded; this is an expected part of maintenance and does not affect the functionality of the device. The customer's complaint could not be confirmed; there was no fault found with the device. Repair description: the most recent software version has been installed by usb overwrite. The nim 3.0 response mainframe has been successfully tested according to specifications. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.